Event description:
The customer reported leaks occurred between the syringe and the texium, and also between the texium and the IV tubing during doxorubicin administration. The nurse used an alcohol swab underneath the connection site when injecting into the smartsite connection. No patient or nurse harm was reported as a result of the event.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak occurred between the syringe and the texium during doxorubicin administration. The nurse used an alcohol swab underneath the connection site when injecting into the smartsite connection. No patient or nurse harm was reported as a result of the event.